Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had chronic burning at the pocket site. The patient is a welder and had never had an issue with the device on or off. About two months ago, the patient suddenly swelled at the implantable neurostimulator (ins) pocket. The patient iced the pocket to reduce and eliminate the swelling. There had been no other issues since then other than the burning sensation. The patient was very thin and very active. The patient's hcp said the sensation felt by the patient was medically related and not device related. The patient and hcp had chosen to reposition the pocket site as well as implant a smaller ins. The revision was scheduled for (B)(6) 2016.